Manufacturer narrative:
Component/subassembly failure - balloon folding issue.

Event description:
Evaluation summary : visual and tactile inspections were performed on the shaft until balloon welding and no issues were noted. The usable length is 130 cm as reported in the IFU, which reasonably allows to exclude a shaft stretching. The balloon shows an evident twisting in the middle part and traces of radiopaque liquid were visible. Due to the clotted blood residuals in the guide wire lumen, it was possible to confirm the device was used in the patient. The guide wire lumen was obstructed by the clotted blood residuals and the flushing was possible only after a guide wire passage in the distal part, in order to break the obstruction. Then it was easily possible to insert the 0,018" guide wire. Once the guide wire was inserted, it was possible to complete the preparation and, creating a depression in the balloon lumen, verifying that no pinhole was present in the balloon. Slowly inflating the balloon it was possible to observe the inflation of the proximal and the distal parts, while the middle part remained twisted. Increasing the pressure until nominal pressure, the twisted part of the balloon began to inflate, inducing torsion on the distal part. In the described in vitro situation the balloon was completely inflated and no damages were noted between the markers. Once the balloon has been deflated it was possible to identify the area previously involved in the twisting in which some irregular folds are visible on the outer surface of the balloon. That area is observable and slightly deformed even inflating the balloon a second time. Still image review: an angiographic image was provided confirming the reported event in vivo. In the image the distal and proximal parts of the balloon are inflated, while the middle part is completely deflated.

Event description:
The physician was attempting to use an in.pact pacific drug eluting balloon to treat a lesion in the right superficial femoral artery. The lesion was a severe calcific lesion 84%, no tortuosity and had been re-canalized. The in.pact pacific was inspected and prepped prior to use with no issues noted. No resistance encountered advancing the in.pact pacific device. During a normal below the knee pta procedure the physician was not able to completely inflate the balloon in the central part. The balloon was inflated once at 12 atm for 2 minutes. The balloon remained completely closed to the shaft. No patient injury or other clinical sequelae reported. Please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral).

Manufacturer narrative:
Evaluation results: root cause is undetermined. Evaluation conclusion: root cause is undetermined. Conclusion not yet available: evaluation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.